Event description:
High impedances and atrial oversensing were detected when tapping on the device. Possible connector damage. Device was removed from service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. No anomalies found. Further review of the device memory reports indicate the device was functioning at the time of explant. Impedance values measured at that time indicate the battery wire bond connection was intact. It is believed that bending from the explant process or the application of mechanical shock after the device was removed could cause this population of bondwires to lift. Other text : high impedances and atrial oversensing were detected when tapping on the device. Possible connector damage. Device was removed from service. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed. Mechanical tests performed. Visual examination: device performed according to specifications; device evaluated and alleged failure could not be duplicated. 1impedance, high oversensing, damage, internal/external.

Event description:
High impedances and atrial oversensing were detected when tapping on the device. Possible connector damage. Device was removed from service. No patient complications have been reported as a result of this event.